Manufacturer narrative:
UDI (di): (B)(4). Patient treated with antibiotics.

Event description:
It was reported that the patient presented to the clinic complaining of arm swelling, discoloration and a tight band sensation on the upper arm area. An ultrasound revealed a decrease in flow of the subclavian axillary veins. The patient had recently under gone an axillary vein access procedure. The physician treated the patient with antibiotics.